Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, reduced cardiopulmonary reserve, cancer and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 03/06/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, reduced cardiopulmonary reserve, cancer and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil initiated therapy with the device and verified airflow, using a pil supplied power supply/ac power cord. Pil observed the following sound abatement degraded foam indications: · black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. · black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. · sound abatement foam appeared moist and did not rebound when pressed. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Secondary findings: · 5 errors were logged. · dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. · potential mineral deposits inside blower box indicate possible water ingress. · potential mineral deposits inside blower motor indicate possible water ingress. · potential insect infestation on outside of bottom enclosure at humidifier docking. · potential insect infestation on inside of bottom enclosure. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. Box d and h was updated in this report.